Event description:
On 18 may, 2008, the distributor reported that on an unk date the pt had an x-ray with results of rod movement in the right l4 screw. In 2008, the surgeon performed a revision surgery and explanted the rod, screw and closure top. The pt was reinstrumented during the surgery. In l4, where obliqueness of the previous screws was most pronounced, two 7/45 mm screws were used to obtain solid pedicular bone purchase. Rods were inserted and secured with a dynamometric screwdriver (80 newton) while applying intersegmental compression. Bone graft was harvested from the iliac fossa and packed with bone bank grafts in the region.

Manufacturer narrative:
A review of the device history record indicates the part met specs. Visual examination of the returned screw shows the rod contact surface scratched, galled. The evidence suggests the screw was not secure in the bone and allowed the head to wear against the rod allowing the rod to slip across the screw head. Per the surgeon, the l4 screw was indicated to have obliqueness most pronounced, signs of metallosis. Replacement screws were used to obtain solid pedicular bone purchase. The replacement screws corrected misplacement of the previous implanted screws that were not perpendicular to the vertebral bodies. The cause for the loose rod is determined to be misplaced screws causing the rod to loosen. Note: a report or other info submitted by a reporting entity under this part, and any release by FDA of that report of info, does not necessarily reflect a conclusion by the party submitting the report to FDA that the report of info constitutes an admission that the device, reporting entity, or its employees or agents caused or contributed to the reportable event. The reporting entity need not admit and may deny (and may expressly reserve the right to deny) that the device, the party submitting the report or employees thereof caused or contributed to a reportable event.